Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown reason. No additional adverse patient effects were reported.